Event description:
Anchor broke at the eyelet during insertion. It was used to reattach the calcaneal tendon to the bone. The surgeon kept on inserting although he felt resistance. Sales representative instructed the surgeon how to insert the anchor before the surgery, however it is not certain if the ao two-finger technique was used or why the surgeon continued to insert the anchor when he encountered resistance. The surgeon has no intention of removing the broken tip. A backup device was immediately available to complete the repair. The insertion site was pre-drilled and this was the surgeons first use of this anchor.